Event description:
The hospital reported that the new scope has a film built up on it or something and the view is very cloudy. They have cleaned it best they can and it is still cloudy or foggy. On 09/21/2009: additional information received "it was discovered during the procedure, tried to clean the brand new scope and completed the procedure with the same device."

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).